Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device was able to power on and off via battery and ac power, however, a 3 beep watchdog alarm was triggered during boot up. The device display does not power on. The watchdog alarm was caused by a defective u1 component on the instrument board.

Event description:
The customer reported the rad-97 "shuts down and then starts on itself." No patient impact or consequences were reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact .

Event description:
The customer reported the rad-97 "shuts down and then starts on itself." No patient impact or consequences were reported.